Manufacturer narrative:
Based on the information available, possible suspected root cause(s): the most likely cause of failure is too tight a bone tunnel. This results in excessive torque being required to insert the screw, which causes flattening of the threads.

Event description:
The customer reported that the biosteon screw did not grab into the drillpipe. (Thread damage). Surgery was completed successful using another biosteon screw.